Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; 1007 pressure sensors failure. No patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer reseated the data acquisition to motor controller cable and the air and o2 flow sensor contacts. No parts were replaced. All tests passed.

Event description:
The customer reported a vent inop condition; 1007 pressure sensors failure. The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.